Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The issue was resolved by performing a cartridge change. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue and resumed insulin delivery. Customer¿s blood glucose level was 109-134 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.